Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, the cap of two tubes is cracked. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: e.4. Device available for eval : yes e.4. Returned to manufacturer on: 15-dec-2023 h.6. Investigation summary: bd received 2 samples from the customer in support of this complaint. Evaluation of 2 returned samples indicated damaged hemoguard shield. 100 retained samples were taken and visually inspected, and no cracked caps were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the evaluation of the returned samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes, the cap of two tubes is cracked. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.